Manufacturer narrative:
The investigation is ongoing. We will provide results in a separate follow-up report.

Event description:
It was reported that: "the vent of an oxylog 3000 (part: 2m86955, sn: (B)(4), eq: 1005259675) was not working during transport. The customer could not recall specific details of the event. The vent stopped working during the first transport of pt which they manually bagged but worked after that with transports for the rest of the day."